Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This report is 2 of 3 allegations of cgm accuracy that had similar event details. Related records: (B)(6), (B)(6), (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced feeling weak, lightheaded, dizzy and tired. This report is 2 of 3 allegations of cgm accuracy that had similar event details. The cgm reading was reading in a normal range and the patient called their endocrinologist. The patient was advised to take a fingerstick, and the blood glucose reading was high (no specific values reported). The patient called an ambulance and was brought to the hospital. The patient was unable to recall what treatment was given but was discharged after 5 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.